Event description:
On (B)(6), 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging that her mother's onetouch ping meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient's daughter on (B)(6) 2012 and obtained the following information: the patient tests five times a day and self manages her diabetes with humulin r insulin (via insulin pump). According to the patient's daughter, the patient typically does not exhibit any symptoms when her blood glucose is elevated, however, when her blood glucose is low she would experience symptoms of shaking, sweating, blurry vision. The patient's daughter confirmed that on (B)(6) 2012 at 11:30pm, her mother obtained blood glucose readings of "153, 109, and 214mg/dl" with the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient's daughter clarified that samples were drawn from three different fingers. Five minutes prior to the start of the alleged issue, the patient's daughter confirmed her mother was experiencing symptoms of shaking, sweating, and blurry vision; symptoms the patient's daughter clarified were for low blood glucose. Prior to the onset of her symptoms, it is not known what the patient's blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. The patient's daughter clarified that her mother was lying down when her symptoms began. In response to her reported symptoms, the patient's daughter clarified she administered treatment by giving her mother peanut butter and orange juice. The patient reportedly felt better within 10-15 minutes after receiving treatment. According to the patient's daughter, her mother did not test with a secondary/ back-up meter after the alleged issue occurred and did not retest her blood glucose with the subject meter after her symptoms improved. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl). The patient's daughter did not have control solution available. Replacement products were sent to the patient. Although the patient was treated for hypoglycemia by her daughter, there is no indication that the reported issue caused or contributed to this serious injury. The patient's daughter confirmed that the patient's symptoms started before the reported issue first occurred. There is no evidence of a delay in treatment. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
(B)(4). Correction: in the initial report, the description should have read: on (B)(6), 2012, the lay user/patient's daughter contacted lifescan (lfs) alleging that her mother's onetouch ping meter was reading inaccurately erratic.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k082590.